Event description:
It was reported that wire detachment occurred. A comet ii pressure guidewire was selected for use. During the procedure, it was noted that the tip of the guidewire broke off in two pieces inside the patient's artery. The physician used a snare to retrieve the tip. The procedure was completed without patient complications reported.

Event description:
It was reported that wire detachment occurred. A comet ii pressure guidewire was selected for use. During the procedure, it was noted that the tip of the guidewire broke off in two pieces inside the patient's artery. The physician used a snare to retrieve the tip. The procedure was completed without patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only portion of the wire was returned. The shaft was detached majority of the wire was not returned. Only 6.5cm of the shaft and the tip (3cm) were returned. The body of the wire and tip were bent. Microscopic inspection revealed that the body/shaft was detached 6.5cm proximal of the sensor housing/tip transition. The detached end of the wire was jagged and bent, with some of the material lifted. The appearance of the detached end is consistent to damage that can occur due to force or torque of the device during use from interaction with another device or patient anatomy during the procedure.